Event description:
Complainant alleged that the clinicians were attempting to cardiovert a male pt between the ages of 55-60, who was presenting an atrial fibrillation heart rhythm. The pt had thick coarse curly unclipped chest hair. The clinician administered one shock at 200 joules and a second shock at 300 joules. Upon delivery of the shocks, the anterior pad appeared to glow from under the bed sheet and the clinician heard a "snap" sound. The pt did not appear to have rec'd the shock and was not cardioverted. The pt was subsequently cardioverted with the use of medication. Pt's chest was pink from the attempted cardioversions, but he did not require any treatment. There was no adverse effect on the pt as a result of the reported malfunction.